Event description:
It was reported that the safety cap came off needle during retraction with a bd saf-t-intima¿ IV catheter safety system. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that the safety cap came off of the needle after retraction. I have had this happen 3x in the last 6 months. I almost stabbed myself today though. So I figured I should report it because it's probably happening to others.

Manufacturer narrative:
A device history review was conducted for lot number 9085591. Our records show that this is the only instance of issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety cap came off needle during retraction with a bd saf-t-intima¿ IV catheter safety system. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that the safety cap came off of the needle after retraction. I have had this happen 3x in the last 6 months. I almost stabbed myself today though. So I figured I should report it because it's probably happening to others.